Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0nmrc, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received noted that the patient did not have concerns with their device or therapy.

Event description:
It was reported that the patient called in because she started going to the bathroom every 15 minutes. At 1 pm today she started going to the bathroom every 15 minutes. The patient was still going to the bathroom every 15 minutes at the time of the call which was 3:40. Regarding if the patient tried increasing stim, the patient said no. The patient noted she decreased stim because the "pulses" were very rapid and she thought that was causing her to go to the bathroom all the time. The patient had a bladder disease called eosinophilic cystitis. The device was implanted to help with frequency. Before the implant, the patient tried medication and therapy. Before the trial, the patient was going 25 times a day and during the trial it was down to 13. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.